Event description:
It was reported that the conduit unit of the external pulse generator was damaged. The generator was returned for evaluation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): analysis found that the patient cable ((B)(4)) was broken, as a result the cable was replaced. No anomalies were found with the external pulse generator (epg).

Event description:
It was reported that the conduit unit of the external pulse generator was damaged. The disposition of the generator is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.